Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the hose of the foot control device would not insert securely and the muffler would not lock. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.